Event description:
On (B)(6) 2025, the patient reported the ilet alarming all night and experiencing repeated lows despite taking glucose. The patient described inconsistent blood glucose (bg) readings. One minute the bg read 126 mg/dl, then it would read 180 mg/dl. The patient would get insulin, and her bg would fall to 88 mg/dl. Despite the error from freestyle libre continuous glucose monitor (cgm), the ilet still delivered insulin, which patient found confusing. The patient's bg was corrected by taking glucose tablets. Agent attempted to explain the sensor error on freestyle libre fsl3+ and review reports, but patient refused a fingerstick and insisted on taking the ilet off. Agent did not recommend disconnecting. No symptoms reported by the patient during the event, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.